Event description:
Patient reported a right side rupture. Healthcare professional reported right side "ruptured implant removed", "changes in the shape of the breast, pain, soft consistency". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported right side "ruptured implant removed", "changes in the shape of the breast, pain, soft consistency". The device has been explanted.

Event description:
Healthcare professional reported, right side "ruptured. Implant removed", "changes in the shape of the breast, pain, soft consistency". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Device remains implanted. This relates to the right side.